Event description:
Product analysis was completed for the suspect lead. One portion of the lead assembly was returned for analysis (404 mm). Two sets of setscrew marks were observed on the connector pin, as well as several indentations. Canted spring scratches were overserved on the connector ring. The coils were notably kinked in some areas - likely due to manipulation during the implant/explant process. The tubing appears to be compressed and twisted throughout most of the lead body. Abrasions were seen in various locations, possibly caused by wear. Dried bodily fluids were observed inside the inner and outer tube in some areas, but there was no obvious path of fluid ingress apart from the abraded openings and cut ends. An abraded opening was observed on the outer tubing (125 mm). Tie down abrasions were observed on the outer silicone at one place. The end of the inner ring tube is cut and torn, and the area near the coil appears twisted. The coil end shows some pitting and is broken. The broken coil end appears to have a stress induced fracture. The end of the pin inner tube is cut, the coil end appears slightly twisted, and the coil end is broken. Continuity checks from the ring to the coil break identified no open circuit conditions. Continuity checks from the pin to the coil break identified no open circuit conditions. Lead fracture was confirmed. The ring and pin coils were found to be broken at the end of portion. The lead ¿as received¿ appeared to be twisted. In addition, during the visual analysis, the area near the broken ring coil end appeared twisted; the end was also pitted and showed signs of a stress induced fracture. The area near the broken pin coil end also appeared slightly twisted. Though not conclusive, the broken ends are likely due to rotational forces caused by patient ¿twiddling (twisting) the device." The condition of the returned lead portion is consistent with conditions that typically exist following an explant procedure. Note that since the electrode array section was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. Product analysis worksheet reviewed and reflected the report above. MFR report #1644487-2025-00430 houses the report of the migration and pain associated with the generator suspect device.

Event description:
It was reported that prior to a replacement surgery, diagnostics were ok. However, once in surgery, the lead was inspected and it was seen to be twisted and broken. It was also noted that the lead was not fully attached to the nerve. The patient also noted they had been having chest pain and could feeling the generator flipping and noted it had been flipping for a few years. The surgeon suspects that the generator migration is related to the lead issues. Both devices were ultimately replaced. The suspect device has been received for product analysis but has not been completed to date. No other relevant information has been received to date. MFR report #1644487-2025-00430 houses the report of the migration and pain associated with the generator suspect device.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 cfr part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or "malfunctions". These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
Additional information was received that the lead was seen to be wrapped around the generator and the silicone was twisted. The physician believes the cause of the lead fracture, detachment from the nerve, migration, and pain were due to the patient having twiddler syndrome. It was noted that the patient would manipulate the generator site and the patient's caregiver would notice the device to be flipped up on the side and would push the generator flat down, rotating the generator over time. It was also noted that the generator was not sutured down during the previous vns surgery.